Event description:
It was reported that the charge nurses in the ICU and cvicu department are unhappy with the performance of the position pro mattresses they purchased.

Manufacturer narrative:
No specific serial number was provided by the account. The position pro units delivered in may 2009 were verified.